Manufacturer narrative:
(B)(4). The actual device was returned for evaluation. Reliability engineering evaluated the device and the reported condition was confirmed. It was further determined that the pawls were damaged causing the cutter to not secure. It was noted that this issue is consistent with pushing on the disconnect sleeve while the device is running damaging the pawls. The assignable root cause was determined to be due to user error. If additional information should become available, a supplemental medwatch report will be sent accordingly.

Event description:
It was reported that during cleaning, it was observed that the motor device would not hold the drill bit devices. During an in-house engineering evaluation, it was observed that the device would not secure the cutter, had a power device failure, the locking mechanism was not functioning and the handpiece would not turn off (unintended motion). It was also noted that the pawls were damaged causing the cutter to not secure. It was reported that there were no delays to the reported event and a spare device was available for use. There was no patient involvement. It was reported that there were no injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.